Event description:
The customer reported intermittent (B)(4) (luminometer data invalid) condition codes that occurred with multiple patient and quality control samples on their vitros eciq immunodiagnostic analyzer. The occurrence of (B)(4) codes may be indicative of several scenarios that meet the criteria for being classified as a potential health and safety complaint. The customer stated that no patient results were questioned and there were no allegations of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that (B)(4) (luminometer data invalid) condition codes occurred with multiple patient and quality control samples on a vitros eciq immunodiagnostic analyzer. The most likely assignable cause could not be determined, however, an analyzer related issue cannot be ruled out system datalog files that covered the timeframe of the event were collected, but not yet available for analysis. Ocd field service performed service actions that resolved the (B)(4) condition codes. It is unknown if patient sample results were affected at this time, however, there were no reported questioning of patient results and no reported allegations of patient harm as a result of this event. The investigation is ongoing.